Event description:
It was reported that the patient was presented for generator implant procedure. Post procedure, the pulse generator exhibited loss of atrial capture. A fluoroscopy revealed that there was no dislodgement. After the rate was increased, capture was noted. The device was functioning fine during post implant check the next day. No patient symptoms were reported.